Event description:
The physician inserted the angiosculpt device through the right brachial artery (rba). The angiosculpt device was inflated more than 10 times for 30 seconds each. The angiosculpt device was removed and it was observed to be expanded at the scoring element connection. The rba lesion was additionally dilated using a 6x40mm genity rx. The same angiosculpt device was used for dilation of the left external iliac artery (leia) in-stent restenosis (isr). Physician inflated the angiosculpt device to 18 atm for 60 seconds. During removal, the angiosculpt device got stuck on the distal edge of the previously placed stent. The physician pushed and pulled a few times and managed to remove the angiosculpt device. After the angiosculpt device was released from the stent, there was no resistance noted at any point of the procedure. Upon removal, the angiosculpt device was found to be damaged. The proximal end of the scoring element detached from the connection but no portion of the angiosculpt device was missing and no injury to patient occurred. The physician had to re-dilate the deformed stent edge and the procedure was completed. The patient is in stable condition.

Manufacturer narrative:
The patient information is unknown. The hospital declined to provide the information. The angiosculpt device got stuck on a previously deployed stent. After pushing and pulling a few times, the physician was able to remove the angiosculpt device. The physician redilated the stent using a 6x40mm synergy device. This resulted in additional medical intervention performed by the physician. No clinical injury reported by the physician. The angiosculpt device was returned for evaluation. Visual examination confirmed the scoring element pulled out from the distal bond but remained connected at the intermediate bond. Despite the break of the scoring element strut at the intermediate bond, the scoring element strut was still connected to the distal end of the scoring element. The distal tip and distal bond remain attached to the catheter. The distal ring and the proximal ring yielded. No portion of the scoring element broke away from the catheter. Trouble was no separation of any portion of the catheter. The probable reason for the broken scoring element strut and the detachment of the scoring element from the distal bond is due to the excessive pushing and pulling exerted by the physician. Retained device component is listed as a possible adverse effect of the procedure in the angiosculpt pta scoring balloon catheter instructions for use (IFU).